Event description:
It was reported that during a laparoscopic hand assisted liver resection, the device locked out after the first stroke and then would not open. All of the proper steps were followed but the knife would not reverse and the device could not be opened. The device was transected off of the tissue using clips, harmonic, and bipolar. The device remained articulated so the trocar had to be removed along with the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: the surgeon was working on the right lobe of the liver and had dissected through the parenchyma with a harmonic device and bipolar in order to isolate vessels. The device was placed over the vessels, clamped shut with the anvil down, articulated and fired. On the return stroke, the blade stopped between the 1st and 2nd reverse stroke; the blade was somewhere between the 30 and 45 mm mark on the jaws. The number 1 was present in the device window. They were not able to get the device off of tissue and therefore had to clips the vessels and cut out tissue and the device with a harmonic device. The rep reported that the patient is in stable condition. The rep also reported that he was told by the physician assistant and the tech the clips were used in the procedure which may have impacted the firing of the device. On what tissue type was the device used? At what location on the tissue? Branch of hepatic vessels. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Return stroke. If echelon, during which stroke did the event occur? Reverse. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No, did use clips however. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not return, surgeon stated that it did not feel smooth. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, but anvil is locked with tissue. Was there any difficulty removing the device from the tissue? Yes, locked on tissue. Is there any other additional information you would like to share about this device or procedure? Pa and tech stated that the surgeon did use clips. What were the patient's pre-existing conditions? Colon cancer. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? Several years, not new. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Jaws did not open, not confirmed. Was the staple line incomplete or did it exceed the cut line? Jaws did not open, not confirmed. Was the patient taking any anticoagulants or dvt prophylaxis? Asku. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One (B)(4) cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples and tissue on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.